Event description:
It was reported that the device had a blank screen on boot up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that the root cause of the reported failure was due to a temperature sensitive ic chip.